Event description:
It was reported that the patient's right ventricular (rv) lead had a lead impedance warning for high defibrillation impedance. Follow up indicated no intervention has been conducted. The lead is still in use. No patient complications have been reported as a result of this event.